Event description:
The hi/low function of the bed drifts.

Manufacturer narrative:
The hill-rom technician found the hi/low drive screw was dirty causing the hi/low function of the bed to drift. The technician cleaned the drive to repair the bed. Chapter 6 of the service manual documents a function check for hi/low drive screw as part of preventive maintenance. As part of the procedure, this should be inspected for proper lubrication.